Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The system required calibrations were completed to resolve the issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.